Manufacturer narrative:
Concomitant product: d274drg, ICD, implanted: (B)(6) 2012.

Event description:
It was reported that the right ventricular (rv) lead had exhibited a gradual increase in impedance into a high range. Thresholds had also increased into a high range. The rv lead was later capped and replaced due to the high thresholds. The right atrial (ra) lead was also capped and replaced due to high thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.